Event description:
It was reported that the patient was having problems with sporadic spasticity. The symptoms didn't occur every day, but sometimes the spasticity would be worse than prior to implant. The spasticity would be most noticeable in the morning, after sleeping. At one time, the patient was put on oral baclofen, which helped, but the symptoms returned after being weaned off the oral drugs. It was stated that the patient's catheter was "hosed together" and could have been leaking. The patient was scheduled for a cat scan to check for potential leaks. Additionally, it was noted that the physician had been able to withdraw a good amount of spinal fluid from the catheter. Two weeks later, it was reported that the dye study indicated that the patient's variable tone control was probably caused by the subdural catheter. Surgical intervention was noted to be "pending and there had not been any hospitalization. The patient outcome was notated as "non-serious injury or illness". The drug used in this pump was lioresal.

Manufacturer narrative:
Product ID: 8703w lot# l77341, implanted: 2000 (B)(6), product type catheter. (B)(6).